Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure where the baylis medical company versacross transseptal sheath and versacross rf wire were used for initial transeptal puncture (tsp). The physician encountered difficulty visualizing the structures of the heart under imaging. Transseptal was completed using the versacross devices. The watchman fxd double curve sheath (fxd sheath) was exchanged and advanced into the septum. The fxd sheath was not noted to be in the left atrium and a small effusion started to grow around the heart. The laac procedure was aborted and pericardiocentesis was completed. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00041.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.

Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure where the baylis medical company versacross large access transseptal dilator and versacross rf wire were used for initial transeptal puncture (tsp). The physician encountered difficulty visualizing the structures of the heart under imaging. Transseptal was completed using the versacross devices. The watchman fxd double curve sheath (fxd sheath) was exchanged and advanced into the septum. The fxd sheath was not noted to be in the left atrium and a small effusion started to grow around the heart. The laac procedure was aborted and pericardiocentesis was completed. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report. A separate problem report has been submitted for the versacross large access transseptal dilator with the report number: 9710452-2022-00041.